Event description:
The customer contact reported the device touchscreen was not working. The device was returned to the biomedical dept for an unspecified reason. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device did not pass the touchscreen test. This device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.